Manufacturer narrative:
No patient urine sample or instrument was returned by customer. The submitted reagent product showed no obvious signs of damage or degradation; individual cassette foil packages appeared properly sealed & each contained the expected desiccant & micropipette. Siemens customer product support investigated customer returned reagent. Investigation conclusion: based on the data collected, the customer report of false positive hcg performance from clinitest hcg lot 050207 when tested on a status+ instrument, was not observed. Instrument is performing as intended.

Event description:
Customer reported false positive hcg result on the analyzer. There was no report of injury due to this event.